Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that an alert for intrinsic amplitude signals were observed. Also, the thresholds had been rising and triggered an alert. At the time of the event, the thresholds had not been able to be read for several days. The right ventricular (rv) lead showed no capture at the tissue. The impedance showed to increase at some point but then started decreasing and has been trending down during some weeks. There was some noise observed on the shock channel. Further investigation was recommended in order to determine the origin of the observed measurements. At this point, the implantable cardioverter defibrillator (ICD) has been turned off. Additional information was received mentioning that the rv lead and the ICD were explanted as the patient no longer needs a device. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that an alert for intrinsic amplitude signals were observed. Also, the thresholds had been rising and triggered an alert. At the time of the event, the thresholds had not been able to be read for several days. The lead showed no capture at the tissue. The impedance showed to increase at some point but then started decreasing and has been trending down during some weeks. There was some noise observed on the shock channel. Further investigation was recommended in order to determine the origin of the observed measurements. At this point, the device has been turned off but remains implanted. No adverse patient effects were reported.